Manufacturer narrative:
The customer¿s products have been requested for return but were all used and could not be returned. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received a questionable glucose result for one patient from accu-chek inform ii meter serial number (B)(4). At 3:00 am, the laboratory result was 208 mg/dl. At 10:55 am, the laboratory result was 168 mg/dl. At 10:59 am, the result from meter serial number (B)(4) was 168 mg/dl. At 12:37 pm, the result from meter serial number (B)(4) was 479 mg/dl. This result was believed to be inaccurate. At 12:39 pm, the result from meter serial number (B)(4) was 178 mg/dl. At 12:40 pm, the result from meter serial number (B)(4) was 177 mg/dl.